Event description:
It was reported that a repeating daily alarm occurred, which resulted in an occlusion issue. The customer's blood glucose level exceeded 500 mg/dl due to the issue, but a specific value was unknown. To address the high blood glucose, the customer administered a correction injection via mdi, changed the infusion set and cartridge, and resumed insulin. No third-party assistance was required. Repeated occlusion issues were noted, prompting technical support to arrange a follow-up call for additional assistance and to send replacements at the customer's request.